Event description:
On (B)(6) 2008 the patient was implanted with two gore excluder aaa endoprostheses for an abdominal aortic aneurysm. On an unknown date, device migration was noted. The physician suspected continued disease process in the aortic neck. On (B)(6) 2012, the patient underwent an explant of the endograft system and surgical repair of the aneurysm. It was noted that the proximal end of the device had slipped into the aneurysm sac. The patient expired later on (B)(6) 2012. Multiple attempts were made to obtain additional information for this event. As no additional information has been received, this event will be closed with the provided information.

Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.